Event description:
It was reported that during implantable cardioverter defibrillator (ICD) implant procedure, massive right atrial (ra) oversensing due to fluid leak through the silicone seal of setscrew block of the ra. The problem started after lead connection and after the device was placed inside the pocket. The inner header of the ICD was dried with smooth airflow and "air pumping" with ra lead. After, the blood/fluid leaked once more inside the ICD header after positioning in the pocket. The ICD was removed, and no patient complications have been reported as a result of this event.